Manufacturer narrative:
Further information was requested but not received.

Event description:
New information received noted that the right ventricular (rv) lead was explanted and replaced on (B)(6) 2026.

Event description:
New information received noted that the right ventricular (rv) lead was capped and replaced on (B)(6) 2026.

Manufacturer narrative:
Correction: b5-describe event or problem should have been ¿new information received noted that the right ventricular (rv) lead was capped and replaced on (B)(6) 2026.¿ rather than ¿new information received noted that the right ventricular (rv) lead was explanted and replaced on (B)(6) 2026. ¿and the d6b: date of explant should have been ¿blank¿ rather than ¿(B)(6) 2026¿.

Manufacturer narrative:
Section b3 - date of event: the event date was reported as an estimate as follow: "in march 2025".

Event description:
It was reported that the asymptomatic patient presented to the clinic for a routine follow-up. Review of the transmission noted that the right ventricular (rv) lead exhibited noise reversion episodes and some high ventricular rate episodes that were due to oversensing noise, resulting in pacing inhibition. The noise was not reproducible with isometric exercise. No change or intervention was reported. The patient was in stable condition.